Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that nothing had failed, and the escort was able to access the drawer and all pockets. The field service engineer (fse) opened up the back panel to check the cables and found what appeared to be a burn mark with a cut in the retractor band on drawer 2.2. The fse obtained a legacy half height drawer retractor, returned with the cable, and installed it. There were no errors accessing the drawer after the replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
The customer initially reported that when using the bd pyxis¿ medstation¿ es auxiliary, when opening one pocket the drawer would open, and all the cubie lids would open. The customer reported there was no patient involvement, therefore there was no adverse event, harm, or delay in a patient's workflow. Upon investigation of the device, a field service engineer noted that upon visual inspection of the cables observing what looked like a burn mark with a cut in the retractor band. Therefore, this case has been deemed reportable as a thermal event.